Manufacturer narrative:
E1: (B)(6). No additional diagnostic/functional testing was performed by philips. The customer indicated that the speaker was defective and a replacement needed to be ordered. The issue is confirmed. The customer ordered a replacement speaker to resolve the issue. The customer has assumed the repair responsibility.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the speaker was defective. There was no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.